Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with test results obtained of 77 mg/dl fasting and 218 and 269 mg/dl non-fasting. Customer also stated that he had obtained 77 mg/dl fasting and 300 mg/dl non-fasting within 15-20 minutes. The customer¿s expected fasting blood glucose test result range is 90-120 mg/dl and expected non-fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 128 mg/dl and 122 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/29/2022, and open vial date is (B)(4). The meter memory was reviewed for previous test result history: result 1 : 218mg/dl; date: (B)(6) 2020; time: 12:01pm; non-fasting. Result 2 : 269mg/dl; date: (B)(6) 2020; time: 10:35am; non-fasting. Result 3 : 77mg/dl; date: (B)(6) 2020; time: 9:21am; fasting. Result 4 : 148mg/dl; date: (B)(6) 2020; time: 2:18pm; non-fasting. Result 5 : 127mg/dl; date: (B)(6) 2020; time: 9:26am; non-fasting.

Manufacturer narrative:
Sections with additional information as of 10-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.